Manufacturer narrative:
Batch review performed on 06-mar-2020: lot 189833: (B)(4) items manufactured and released on 25-jan-2019. Expiration date: 15.01.2024. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved in the event: reverse shoulder system 04.01.0172 glenosphere 36x27 lot. 174734. Batch review performed on 06-mar-2020: lot 174734: (B)(4) items manufactured and released on 04-jan-2018. Expiration date: 03.12.2022. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a dislocation of the glenosphere from the poly 1 month after the primary surgery. The surgeon revised the medacta humeral reverse hc liner 36/+3mm with a humeral reverse hc liner 36/+0mm and a medacta humeral reverse metaphysis +0mm/0 with a humeral reverse metaphysis +9mm/0. The surgery was completed successfully.